Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked. According to the report, the patient was infused with saline using a primary set (baxter product) with no issues reported. The clearlink blood set was then connected to the primary set's lower y-site for a blood transfusion. When the blood set was later disconnected from the y-site, the "stem (male part of male luer) broke off and blood got everywhere." The reporter specified that the blood set was at fault. The blood that leaked was the blood that was being transfused. There was no patient injury or medical intervention associated with this event. No additional information is available.